Event description:
Event description guidant received information that the patient with this device had a syncopal episode. The caller checked the pacing system thoroughly and found a slight decrease in the p-wave amplitudes but no other issues. Technical services advised the device is on advisory. The doctor elected to explant and replace the pacemaker. It has been returned for analysis.